Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user maude report number is mw5059156.

Event description:
It was reported to boston scientific corporation that a advantage fit system device was used during an unknown procedure and performed on an unknown date. According to the complainant, on (B)(6) 2015, the patient experienced chronic pain and was treated with medications such as norco and oxycodone. The patient had surgery to remove the mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.